Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04926. It was reported both of the patient's leads had high impedances causing ineffective therapy. No trauma was reported. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Therapy was restored post-op.